Event description:
During a percutaneous transluminal angioplasty there was a balloon rupture. The target lesion was right superficial femoral artery. There was heavy calcification and vessel was 99% stenosed. There was no vessel tortuosity observed. As per health professional due to heavy calcification the balloon ruptured at 4 atmospheres. There was no pt injury. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.